Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01600, -01601, -01602.

Event description:
Allegedly, patient revised due to pain evidence of wear soft tissue reaction and elevated cocr levels mom complications right

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.